Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. A visual examination was performed by the intervascular qa/qc manager who confirmed the presence of a textile fiber of 20 mm length incrusted in the collagen coating of the graft. This fiber incrusted in the collagen coating should have been evidenced during the quality control operations. This is, therefore, a human error. During an internal quality meeting. Quality control technicians will be informed on this incident and will be instructed to more vigilance during their inspection.

Event description:
During routine inspection performed by our distributor in, a textile fiber was found incrusted in the collagen coating of a vascular graft. There was no patient injury as the device never reached the hospital.